Event description:
It was reported this ureteral stent was initially placed on january 26, 1998 without incident. A few days post stent placement, the pt was reassessed for symptoms of pain and fever. On 1/30/98, a CT was performed and cephalic migration of the stent was confirmed. Retrieval of the migrated stent was difficult but uneventful. A longer stent was placed without incident. There were no pt complications. The device was destroyed by the uf. Therefore, no failure analysis is available. F/u indicated calculi was located next to the initial stent. It was also indicated a longer stent was chosen for placement during the second stent placement. Co believes these factors may have contributed to this event. The directions for use state: "a stent of proper length should be available. Ideally, the upper coil should lie within the renal pelvis while the lower coil recurves at the ureteral orifice."